Event description:
It was reported that there was loss of image.

Manufacturer narrative:
Alleged failure: the 1688 console suddenly turned off during the operation. The power does not turn on even if the ac cord is replaced. The failure(s) identified in the investigation is consistent with the complaint record. Root cause: defective electrical component failure (altera chip) on the digital board. The product was returned for investigation and the failure mode will be monitored for future reoccurrence. Manufacture date is not known.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that there was loss of image.